Manufacturer narrative:
Other text: h10. Device evaluation: (B)(4) cadd legacy 1 pump was returned for investigation in used condition. The customer's reported problem was confirmed during functional testing. The pump displayed error code 1871 when the prime key was pressed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The motor was replaced in order to address the product fault.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.